Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an laparoscopic myomectomy procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle when it was about to sew the ovary. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/19/2020. A manufacturing record evaluation was performed for the finished device batch number mjz178, and no non-conformances were identified.